Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra meter is giving inaccurate high readings. The complaint is being classified according to the documentation of the customer care advocate (cca). On four days earlier at 10 am, the patient obtained the allegedly inaccurate high readings of 285 and 291 mg/dl, which were confirmed in the meter's memory. The patient took no action after the issue began. Sometime after the reported issue began, the patient did not feel well and had symptoms described as "cold and shaky." The patient was not tested on any other meter. The patient did not require medical/intervention. It would have been helpful to obtain the answers to the following questions: how often does she test per day? What is her diabetes medication regimen? What was the date and time of when he developed symptoms of cold and shaken? Based on her alleged symptoms, did you feel that she was low or high? What was the date and time of her 285 mg/dl and 195 mg/dl reading? At what blood glucose level does she usually started to have the alleged symptoms? How often did she test now? Has her diabetes medication changed since the alleged symptoms? During the troubleshooting session, the cca verified that the patient was using the correct unit of measurement (mg/dl), the testing technique was correct, the punctured area was cleaned properly, and the reported readings did not match with the meter's memory. This complaint is being reported because after the patient alleged she obtained two inaccurate high blood glucose readings later had symptoms that can be associated with hypoglycemia. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.